Manufacturer narrative:
Examination of the reported devices by a third party laboratory found the black adhered substance is a mixture of materials derived from the human body such as body fluids (c, o, and cl) and abrasion power (co, si, mo, cr, and ti) of the artificial joint (head and stem). Under magnification, striations could be seen on the articular surfaces. Visual examination of the returned femoral head and insert confirms abnormal wear to the outside diameter of the femoral head. Matching wear is not found on the inner diameter of the acetabular insert. It is hypothesized the damage occurred during extraction. Patient x-rays, demographics, activity level, and other additional event information was requested but not received. A search of the complaints databases against the provided product/lot code combinations finds no other reports since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
The patient was revised due to pseudo tumor and tissue reaction

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.